Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs thoracic placed lead migrated and the patient lost stimulation therapy coverage. Lead migration was confirmed through x-rays. Reprogramming was unsuccessful and stimulation could not be restored. Subsequently, a revision procedure was done and the lead was moved back into place. Reportedly, the surgical intervention resolved the issue and the patient is doing well.